Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-10-31. UDI #: (B)(4). Mfg date: 2015-10-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-10-31. UDI #: (B)(4). Mfg date: 2015-10-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-10-31. UDI #: (B)(4). Mfg date: 2015-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and three batteries exhibited power switching. The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not available for evaluation. Three batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections and communication error involving the batteries. Additionally, two critical battery alarms that were logged on (B)(6) 2018 respectively involving (B)(4) . However, alarm log file was not available for analysis. As a result, the reported power switching, and critical battery alarm was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered, events involving critical battery alarms are most likely attributed to communication error between the controller and battery or the battery depleting below 10%. The most likely root cause of power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery / (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had a communication error.

Manufacturer narrative:
Corrections: b3, b5, h10. Product event summary: the controller was not available for evaluation. Two (2) batteries (B)(6) were not returned for evaluation. One (1) battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery (B)(6) in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error between the controller and batteries. Further analysis revealed several premature power-switching events that were due to momentary disconnections and communication errors involving (B)(6). Additionally, review of the log files report revealed two (2) critical battery alarms were logged involving the battery (B)(6) on (B)(6) 2018 and (B)(6) 2018. However, the cause of the critical battery alarms could not be determined since the raw alarm log file was not available for analysis. As a result, the reported communication error, premature power switching events and critical battery alarm events were confirmed. A power source lubrication procedure was performed on batteries (B)(6) in accordance with the requirements on (B)(6) 2018. Applicable risk documentation and experience with events of similar circumstances were considered. Events involving critical battery alarms are most likely attributed to communication error between the controller and battery or the battery depleting below 10%. The most likely root cause of the communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two batteries exhibited critical battery alarms and another continued to exhibit power switching. One of the batteries was replaced.

Manufacturer narrative:
Product event summary: two batteries were not returned for evaluation. One battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery (B)(4) in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Additional products: battery / (B)(4). H3: yes dev rtn to MFR? Yes h6 FDA method code(s): 10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.